Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that a patient received inappropriate therapy for atrial fibrillation. Av node ablation was unsuccessful. Patient is doing well and it was noted they will attempt the ablation from the left side. Device remains implanted.